Event description:
Reportable based on investigation completed on (B)(4) 2015. It was reported that the imaging catheter failed to image. During the procedure, an atlantis¿ pv imaging catheter was used to diagnose unspecified lesion. However, image would not come up. The physician changed the motor drive unit (mdu) but the imaging catheter did not work. So they changed imaging catheter to another atlantis¿ pv imaging catheter and it worked fine. No patient complications were reported. However, product analysis revealed an open hole in the sheath 94.4cm from the distal end to the proximal end when the catheter was flushed.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a fluid was leaking from an open hole in the sheath 94.4cm from the distal end to the proximal end when the catheter was flushed. No image appeared in the system due to electrical open at proximal during the image characterization test. Imaging core windup was not found within the telescope section of the device. The complaint device was sent for x-ray analysis to further characterize the electrical failure, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).